Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel; (B) (4).

Event description:
The customer contact reported no flow. The tubing set was being used to deliver unspecified blood products. It was reported that after the tubing set was primed, the cair clamp was placed in the closed position to stop flow. After an unspecified length of time, after the clamp was opened, the blood products reportedly would not flow. Reportedly a kink formed in the tubing where the cair clamp had been closed. The nurse manipulated the kinked tubing section to resume flow. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.